Event description:
It was reported that following replacement of the implantable neurostimulator (ins) all electrodes impedances were greater than 4000 ohms with a voltage of 2, 3, 4 and 5v. The whole system was replaced with a new lead, extension, and ins.